Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Excessive force. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (rca). A 3.5 x 28 mm multi-link stent was advanced to the target lesion. The balloon was inflated, and then deflated to remove the delivery system to flush the vessel with contrast and check flow. Although the contrast was removed, there was resistance removing the stent delivery system from the guiding catheter to the point that it was not possible to be removed. When another attempt was made to remove the stent delivery system using force, the balloon became detached and remained inflated inside the guiding catheter. The patient experienced angina. Another physician attempted to remove the detached balloon by advancing an unspecified coronary balloon catheter inside the guiding catheter and inflating it to the proximal end of the detached balloon to attach it. The unspecified coronary balloon catheter and the detached balloon were removed together with the guiding catheter. The multi-link stent was ultimately implanted in the target lesion. The patient is in stable condition and discharged from the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported balloon detachment appears to be related to the use error. The investigation was unable to determine a conclusive cause for the reported difficult to remove (guide catheter/post deployment) and deflation issue. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.